Event description:
It was reported that during a pelviscopy procedure, the titanium tip broke off. The pt received x-rays, but the piece was not located. Additional anesthesia time was required. Another like device was used to complete the procedure.